Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tep procedure, while the device was inserted into the pre-peritoneal space to perform tep, inguinal region, the device¿s balloon did not inflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that dissector balloon, obturator, lock collar, trocar balloon and valve seal all appeared intact. Pmv performed functional testing, the trocar balloon was inflated using a test syringe, no leaks detected. The hole of the dissector balloon was covered and inflated using a test insufflation bulb, no leaks was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.